Event description:
It was reported that the device was used during an unknown procedure, the clips were coming out at an angle. There was no reported patient consequence.

Manufacturer narrative:
Inadequate interaction in clip forming mechanism. Evaluation summary: the instrument was received in good visual condition. The instrument was cycled and fired 4 scissored clips due to an inadequate interaction between the cam channel and jaw. The instrument locked out as intended.